Event description:
It was reported that pump displayed malfunction alert in tandem source, and that this alert indicated pump malfunction with code 12. There was no adverse impact to the customer's blood glucose level. Customer was informed that malfunction code was resettable, received instructions from technical support on how to reset pump, successfully reset pump without recurrence of the malfunction, and was advised to continue using pump and to call back if malfunction alert appeared again, which customer acknowledged and understood.